Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No scrolling number display anomaly noted. It was monitored and no blank display was noted. The device had normal operating currents. No damage found on the lcd isolation tape noted. It had a scratched display window, broken belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 126 mg/dl. It was stated that when pressing the up arrow button, the numbers on screen would keep ramping. Troubleshooting was not able to resolve the issue. The device was returned for analysis.